Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified, and 99% stenosed, mid right coronary artery. Pre-dilatation was performed with an unknown balloon catheter. A 3.0 x 12 mm xience v stent was implanted causing a distal edge dissection. A 3.0 x 18 mm xience v stent was used to cover the dissection. The procedure was completed at this time. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of dissection listed in the xience v everolimus eluting coronary stent system instructions for use as a known patient effect. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.